Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and watchdog timeout alarm with a humming noise alarm. Customer's blood glucose value was 50 mg/dl at the time of the incident. The customer also state that they gets a count down and that screen was completely full black screen. Customer states the black screen did not disappear. The customer did not provide details regarding symptoms and treatment of low blood glucose. The insulin pump will be returned for analysis.